Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". Customer feels well and does not require medical attention. Customer's expected results are 90-100 mg/dl. Verified the strips expire on 08/14/2016, were first opened one month ago and are stored properly. Customer ran back to back blood test, lo and lo-not fasting. Reviewed the results in the meter memory: lo (B)(6) 2015 05:04:25 pm fasting: no. Lo (B)(6) 2015 05:04:25 pm fasting: no. Lo (B)(6) 2015 05:04:25 pm fasting: no. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.